Event description:
It has been reported to philips that there is no response when the power switch is pressed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The issue happened during the diagnosis procedure which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that system does not power on. Fse found that power was supplied to the equipment power supply unit, a failure in the unit that controls the power supply was confirmed. Fse replaced the power supply control unit in the main cabinet of the equipment. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.